Manufacturer narrative:
(B)(4). Customer returned the pump for alleged high bg event on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08690 inches however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace and history files using thus. A review of the history file shows the pump alarmed pump error 63 (variable 3) due to broken pin 6 (sda) trace at u1 on the keypad assembly. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: missing the serial number label, stained keypad overlay, end cap address label faded and peeling, scratched case, and pillowing keypad overlay. High bg anomaly is not confirmed. Pump error 63 alarm is confirmed and due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 335 mg/dl. The customer¿s current blood glucose value was 310 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. The customer did not allege under delivery on insulin pen. Auto mode feature was activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No further complications were reported. The customer will discontinue to use the device.

Event description:
Additional information: the customer also reported pump error 63 (circuit failure).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b1,b5 and h6 with this report.